Event description:
Bard mediport catheter was placed at different facility. One or two weeks later, when the patient went to receive their chemo through this port, the patient experienced pain and discomfort. The patient was then taken to radiology. The x-ray revealed that the catheter had broken away from the port. The patient then made an appointment to be seen here to have a catheter removed. It was discovered upon removal that the catheter had broken away from the port. It certainly appears that this was not a clean-cut and had nothing to do with how it was implanted, but actual breakdown of the material around the port.